Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer latch screw socket was ripped off. A field service engineer secured the screw bracket to the drawer and tested to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis¿ medstation¿ es system drawer 4 was not closing properly. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.